Event description:
Device analysis of the returned cable revealed that two internal cables were fractured within the or cable connector, indicating that excessive mechanical force had been applied, resulting in the fracture. The instructions for use emphasize handling system components and accessories with care. In this case, it appears that excessive force led to the cable fracture.